Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 07-oct-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ lot w20116.

Manufacturer narrative:
Apoc incident: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium results of >9 on a (B)(6) year old male patient with thirst. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: date: collected tested result (units): sample: I-stat: (B)(6) 2020; 14:03 14:03 >9.0 meq/l wb. Lab: (B)(6) 2020; 14:03 14:03 4.57 meq/l serum. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.